Event description:
Event description guidant received information that during transtelephonic monitoring of the patient with this pacemaker, no magnet rate was observed. The patient was brought to the clinic and the clinician attempted to interrogate the device. Interrogation was not successful and the device was not pacing. The patient had an intrinsic heart rate of 40 bpm and felt lightheaded. At a previous interrogation, one month prior, this device showed a battery status of good.